Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (select: material # 256082 or 256089ce), batch number 1012038, 1030316, 1031665. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Photos were provided and showed ¿cov 2: +¿ in the display window. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. CAPA 1878253 has been initiated. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false positive".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2, a false positive result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false positive".